Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the opened position and basket formation was opened. The support sheath was found to bow starting at 2.5 cm from the nose of the mlla (male luer lock adapter). The basket sheath was found to be bent 1 mm from the distal end of the support sheath. A single basket wire was found broken approximately 3 mm from the knot of the basket; there was slight discoloration near the separated wire. Functional testing noted the handle actuates the basket formation to the open and closed positions. Possible causes for the broken basket wire: manufacturing issue with the supplier of the basket subassembly, manufacturing issue during the assembly of the device at cook, handling issue when removing the device from the package, and there is some evidence the wire may have been exposed to a laser or electrical source. A likely determination cause could not be determined. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that could fully open and close. The basket was found to have a broken wire with discoloration near the separation. Devices are inspected for damage and proper closed basket dimensions during manufacturing and quality control checks. Measures have been implemented to address this issue. Conclusion: the cause for the observed broken wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It has been reported, prior to patient contact during an unknown urological procedure using a ncircle tipless stone extractor, the user opened the device package and discovered the basket was damaged. The user did not manipulate the handle of the device. Another similar device was opened and used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.